Manufacturer narrative:
The device was returned to olympus for inspection the reported failure was confirmed. It was likely that the image noise occurred due to deformation of the plug unit. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed image noise. The event occurred during setup/inspection for use. There was no patient involvement.